Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a male with communicating hydrocephalus in (B)(6) 2014. The initial pressure setting is unknown. In early (B)(6) 2016, the patient got drunk and fell down the stairs. He was taken to the hospital and then the abdominal catheter was found broken at the distal end by images. On (B)(6) 2016, the device was replaced with the same new product, and the patient is steadily recovering after surgery. The surgeon suspected that the fall might be a probable cause of the breakage.

Manufacturer narrative:
As the problem does not concern a medos device this complaint will be closed.

Event description:
We found out that the broken catheter in this complaint was a lumbar catheter (manufactured by other company), not the abdominal catheter previously reported.